Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege on or about (B)(6) 2010, patient suffered aches and pain in his left hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobhalt by blood test dated (B)(6) 2010. Patient has not yet scheduled an explantation of the asr hip implant. Update apr 20, 2017. Litigation received. Supplemental fact sheet reviewed. Patient had a revision on (B)(6) 2016 on left hip. The stem and sleeve were added since patient alleges elevated levels of cobalt and chromium. This complaint was updated on (B)(6) 2017.